Manufacturer narrative:
(B)(4).

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 72 mg/dl. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer declined troubleshooting with tandem technical support.